Event description:
Needle pain during injections product is being used "off label". Botox injections. The doctor reported when she administers "botox" injections to some of her patients, they are complaining about "needle pain". Dr stated in the past she's never heard these complaints from her patients it's only since the branding change. Lot 4345056 catalog: 328291 date of event: unknown samples: yes cl.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.